Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device did not find any issues that would result in high blood glucose levels. A tear in the exposed cannula was observed. Although damage to the cannula was observed, it is unclear when the tear occurred. No damages that would result in high blood glucose were found. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient bg levels reached 483 mg/dl. Patient reported receiving twice the amount of insulin and cannula appeared white. No further information available. The patient's blood glucose and insulin history is as follows: (B)(6).